Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Additionally the alleged occlusion issue could not be verified.